Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Quality control results were within range on the dates the samples were tested. The controls slightly increased after the events occurred. The performed carryover check and precision studies showed no issues. Possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte.

Manufacturer narrative:
The patient result of < 0.16 ng/ml was believed to be the correct result.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for two patient samples tested for the elecsys troponin I stat immunoassay (tnistat) on a cobas e 411 immunoassay analyzer (e411). Of the two samples, one had an erroneous result that was reported outside of the laboratory. As part of routine testing for tnistat, the customer normally tests samples in duplicate. The sample initially resulted as 0.549 ng/ml. The sample was repeated, resulting as 0.416 ng/ml and this value was reported outside of the laboratory to the patient. A new sample was collected from the patient and tested that same day, resulting as < 0.16 ng/ml. The original sample was then repeated a second time, resulting as < 0.16 ng/ml. No adverse events were alleged to have occurred with the patient. The tnistat reagent lot number was 186493. The reagent expiration date was asked for, but not provided. The field service engineer checked and adjusted the probe. He checked the mixer and liquid level detection; these were ok. He cleaned all of the wash stations and the water reservoir. He exchanged pinch tubing. He performed liquid flow cleaning and measuring cell preparation maintenance items. He performed carryover and precision studies.